Event description:
Reported as "vangaard band placed. Hiatal hernia closed before the band was placed. Band did not hold saline. Three months post op contrast was placed in band demonstrating leak of the band at the ge junction."

Manufacturer narrative:
Taper ii. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the implant date provided the connector type is assumed to be at taper ii. Inamed will not receive the product. Therefore no analysis or testing will be done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."